Event description:
It was reported to tycohealthcare/kendall that the tympanic thermometer was reading higher. This product was tested against another tympanic thermometer and an oral thermometer, it consistantly read two degrees higher. This led to an assumed blood reaction due to elevated temperature from baseline and at initiation of blood transfusion 2nd unit held to due to temperature raise.